Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient contacted the clinic due to their pump alarming and withdrawal symptoms (including nausea and pain). The personal therapy manager (ptm) indicated the alarm date was (B)(6) 2014. A previous programmer report was referred to and the alarm date was (B)(6) 2014. It was determined that at the previous refill, the patients pump was not refilled due to "volume of remaining medication too great to waste". It was confirmed the pump was not refilled. A 40ml reservoir volume had been entered in the programmer prior to deciding not to refill. The pump was not updated, but the programmer report had been printed and included the patient's new alarm date. Pump interrogation on (B)(6) 2014 indicated that the low and empty reservoir alarms occurred. The pump was aspirated on the date of this report to confirm it was empty. The event was reported as "resolved without sequelae". The pump was used to deliver dilaudid (10.0 mg/ml at 7.195 mg/day).